Manufacturer narrative:
B5: updated. H6: code added: unexpected medical intervention h6: patient code changed from no clinical signs, symptoms, or conditions to atrial fibrillation.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A watchman fxd curve access system (was) was positioned at the laa. A 35mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Although release criteria were met, the shape of the device was not ideal off of fluoroscopy imaging. The closure device was subsequently implanted after reviewing the computed tomography (CT) scan. Immediately after release, the closure device canted while in the laa and embolized into the mitral valve. The physicians retrieved the closure device using a non-boston scientific (bsc) retrieval system and the closure device was removed. The laa closure procedure was aborted. The patient remained stable throughout. The patient was hospitalized and is expected to fully recover and discharge in a few days. It was further reported that the device embolized through the mitral valve and into the left ventricle. It became lodged in the left ventricular outflow tract just beneath the aortic valve. The patient required several rounds of direct current cardioversion (dccv) due to rapid atrial fibrillation which led to hemodynamic instability during the closure device retrieval due to the arrythmia. The patient was discharged to home.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by members of the boston scientific (bsc) quality engineers. The media review concluded: a photo was provided, and it depicts the watchman flx pro closure device deployed from a non-bsc sheath and cannot confirm the reported event.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A watchman fxd curve access system (was) was positioned at the laa. A 35mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Although release criteria were met, the shape of the device was not ideal off of fluoroscopy imaging. The closure device was subsequently implanted after reviewing the computed tomography (CT) scan. Immediately after release, the closure device canted while in the laa and embolized into the mitral valve. The physicians retrieved the closure device using a non-boston scientific (bsc) retrieval system and the closure device was removed. The laa closure procedure was aborted. The patient remained stable throughout. The patient was hospitalized and is expected to fully recover and discharge in a few days. It was further reported that the device embolized through the mitral valve and into the left ventricle. It became lodged in the left ventricular outflow tract just beneath the aortic valve. The patient required several rounds of direct current cardioversion (dccv) due to rapid atrial fibrillation which led to hemodynamic instability during the closure device retrieval due to the arrythmia. The patient was discharged to home.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A watchman fxd curve access system (was) was positioned at the laa. A 35mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Although release criteria were met, the shape of the device was not ideal off of fluoroscopy imaging. The closure device was subsequently implanted after reviewing the computed tomography (CT) scan. Immediately after release, the closure device canted while in the laa and embolized into the mitral valve. The physicians retrieved the closure device using a non-boston scientific (bsc) retrieval system and the closure device was removed. The laa closure procedure was aborted. The patient remained stable throughout. The patient was hospitalized and is expected to fully recover and discharge in a few days. It was further reported that the device embolized through the mitral valve and into the left ventricle. It became lodged in the left ventricular outflow tract just beneath the aortic valve. The patient required several rounds of direct current cardioversion (dccv) due to rapid atrial fibrillation which led to hemodynamic instability during the closure device retrieval due to the arrythmia. The patient was discharged to home.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by members of the boston scientific (bsc) medical safety. The media review concluded: the media review confirms acute watchman flx pro closure device embolization to ventricular side of mitral valve and part of retrieval maneuvers by using a non-bsc retrieval device, but no clear cause of the closure device shift and embolization has been identified based on the slide deck with imaging provided for review.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A watchman fxd curve access system (was) was positioned at the laa. A 35mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Although release criteria were met, the shape of the device was not ideal off of fluoroscopy imaging. The closure device was subsequently implanted after reviewing the computed tomography (CT) scan. Immediately after release, the closure device canted while in the laa and embolized into the mitral valve. The physicians retrieved the closure device using a non-boston scientific (bsc) retrieval system and the closure device was removed. The laa closure procedure was aborted. The patient remained stable throughout. The patient was hospitalized and is expected to fully recover and discharge in a few days.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A watchman fxd curve access system (was) was positioned at the laa. A 35mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Although release criteria were met, the shape of the device was not ideal off of fluoroscopy imaging. The closure device was subsequently implanted after reviewing the computed tomography (CT) scan. Immediately after release, the closure device canted while in the laa and embolized into the mitral valve. The physicians retrieved the closure device using a non-boston scientific (bsc) retrieval system and the closure device was removed. The laa closure procedure was aborted. The patient remained stable throughout. The patient was hospitalized and is expected to fully recover and discharge in a few days.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a boston scientific quality engineer. A photo depicts the watchman flx pro closure device deployed from a watchman access system and cannot confirm the reported event. H6: code added: analysis of data provided by user/third party. H6: code updated from no findings available to known inherent risk of device.